Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered in section b3 is per the report of "2 weeks ago", from the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading was reported with the adc device. A caller reported a sensor reading of 'hi' (> 500 mg/dl), and reported that the customer experienced symptoms described as anguish and sweating. The customer was reported to be admitted to ICU, but the caller could not provide information as to what diagnosis or treatment was made. No further information was reported. There was no report of death or permanent injury associated with this event.